Event description:
It was reported that during central processing, that the grey portion of the maryland bipolar forceps instrument is coming apart and the tip is out. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer believes the issue was found in sterilization processing department (spd) and was instructed to return it.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the grey portion of the maryland bipolar forceps instrument is coming apart and the tip is out, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found the primary failure of thermal damage-exposed electrode to be related to the customer reported complaint. The instrument was found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. Visual inspection displayed no signs of physical damage to the conductor wire. The instrument passed an electrical continuity test on 3 out of 3 attempts. The instrument was placed and driven on an in-house system. The instrument passed recognition and engagement tests. The instrument delivered energy with signs of arcing. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is being reported based on the following conclusion: failure analysis found the instrument to exhibited signs indicative of thermal damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.